Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the bearing was corroded and the device was very loud. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a design issue. A CAPA was initiated to address the corrosion and needle bearing parts. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the recon sagittal saw device the bearing was corroded and the device was very loud. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.